Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode with triggered errors. The usm was also tested on a patient fixture test platform (pftp) where all test passed. No signs of damage during visual inspection. Error 1162 pointing to the cannula sensor was confirmed in the remote fe logs. The probable root cause is attributed to faults with the magmatic cannula sensor on the usm. This issue can be resolved by replacing the usm.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure that recoverable error 1162 occurred against arm 3. The intuitive technical support engineer (tse) walked the caller through exercising the cannula in arm 3 and performing a hard power cycle of the patient side cart (psc), with no change. The surgeon disabled arm 3 and continued as a three-arm procedure. There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.